Manufacturer narrative:
The reported event was confirmed. A potential root cause for the reported failure mode could be, "tooling damaged (core pins)."the visual evaluation of the returned sample noted one opened (without original packaging), used (note yellow discoloration throughout catheter funnel and shaft) silicone foley catheter. The visual inspection of the sample noted that the balloon was torn across the entire circumference with no missing pieces. This is out of spec per inspection, which states, "balloon must not be torn."the device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: " when it is difficult to remove catheter by deflating the balloon( expressed as "removal-difficult case" hereinafter), take appropriate measures according to the following procedures. The following two methods are available for removal-difficult cases. A.) Non-rupture method( sterile water is withdrawn without bursting the balloon.) B.) Balloon-rupture method with balloon-rupture method, fragments of the ruptured balloon may remain in the bladder. Therefore, try non-rupture method first. B.) Balloon-rupture method 1) inject 100-200ml/cc of saline solution warmed to body temperature into the bladder through the drainage lumen, and then inject a large amount of water into the balloon through the inflation with a needle to induce rupture. After rupture of the balloon, irrigate the bladder. " correction: d4. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the balloon burst after 14 days of use. Per additional information from the ibc via email on 24jun2019, there were no missing pieces to the burst balloon.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the balloon burst after 14 days of use. Per additional information from the ibc via email on (B)(6) 2019, there were no missing pieces to the burst balloon.